Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-s1 fusion where rhbmp-2 was implanted at multiple levels with autograft, peek cage, autograft, and pedicle screw fixation. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with advanced disc degeneration and spondylosis at l4-l5 and l5-s1 with intractable low back pain and underwent the following procedures: minimally invasive fusion, l4-l5 and l5-s1; transforaminal lumbar interbody fusion, l4-l5 and l5-s1 with peek cage and bone morphogenic protein with local bone graft; pedicle screw instrumentation , l4-l5 and l5-s1. As per op-notes, ¿the facet joint at l5-s1 was drilled off and then the remainder removed with a sponge to expose the side of the disk at the level of the foramen. This was incised and the contents were removed with a variety of instruments and then trial interbody cage was tapped in. A 10-mm cage x 26 mm in length was selected. Bone morphogenic protein mixed with the bone that had been harvested from taking out the facet joint was placed at the end of the disk space, ahead of the cage, and then the cage was driven into place and noted to be on a tight fit. Fluoroscopic control was used and the position was excellent. The very same procedure was carried out at l4-l5 where a 12 mm x 26 mm cage was placed. The screws were then placed on the left as it had been done on the right. All the screws were brought to full tightness and the attaching bolts were brought to full tightness and broken off as per the manufacture's design. Final imaging showed excellent position of the hardware and the cages.¿ no patient complications were reported. On (B)(6) 2007: the patient underwent myelogram of lumbar due to left sided radiculopathy. Impression: findings are worrisome for a left sided disc protrusion at the l4-l5 level on the left.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.